Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: syringes have a thread like particulate on the surface of the rubber stopper and between the ribs of the rubber stopper and wall of the syringe barrel.

Manufacturer narrative:
It was reported there was foreign matter. To aid in the investigation, three used samples with no packaging blisters and residues of a drug, and three photos were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The reported particles were located in the syringe. Each of the particles are flexible and after touching them with a metal needle separated into smaller pieces. They are not plastics particles as the plastic particles are hard. They appeared to be from the silicone applied to the rubber stoppers. The three photos show the samples received. A device history record review was completed for provided material number 309653, lot number 9240114. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information